Event description:
The technician alleged that the bed had no trendelenburg function. No patient impact.

Manufacturer narrative:
The technician replaced the hi/low trendelenburg switch assembly to resolve the issue.